Event description:
In the process of contacting the patient to notify patient that the device may be nearing end of service, it was discovered that the patient's device had been programmed to off approximately two years prior due to an increase in seizures and has been off ever since. It was reported that the patient experienced an increase in seizures following vns implant. The patient's seizures have reportedly been difficult to treat and patient still has 100-150 seizures per day. Patient's mother is considering having the device explanted in the future.